Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage like stuck buttons and screen was hard to read. The customer's blood glucose value was unknown. The customer also reported random no delivery alarms. The customer reported stick buttons and scratches all over due to which screen was hard to read. Customer reported heat damage on the insulin pump screen. Customer reported pieces were missing by the reservoir. The device will not be returned for analysis.